Manufacturer narrative:
Lot review: a review of lot# 3380318 showed that (B)(4) units were manufactured, tested, inspected and released in january 2017 citing no exception documents. Visual inspection: 3/27/2017 - received one used d1000, tego; reported lot# 3380318. No mating devices were returned. Blood was under the silicone. Functional testing: the d1000 tego was pressure tested and failed. The d1000 tego was disassembled with the following observations: seal cavity: the silicone seal had a puncture hole in the side wall typical of access of an incompatible mating device such as a needle. Final analysis summary: the returned d1000 tego was returned with blood between the seal and yellow body. The leakage was the result of access during use with an incompatible mating device such as a needle. ICU medical will continue to monitor and trend.

Event description:
Complaint received regarding one d1000, tego; lot# 3380318 (mfd. 01/17). Report states: blood on tego. No adverse patient consequences reported.